Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a stroke and was flaccid on one side of the body. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced a middle cerebral artery (mca) stroke. The patient was flaccid on one side after waking up in the post-anesthesia care unit (pacu). A successful thrombectomy was performed after the stroke was identified. The patient was hospitalized and is expected to fully recover. The device is not expected to be returned for analysis due to disposal.